Event description:
It was reported that during a procedure the fiber port was overheating, and the procedure had to be re-scheduled. There was no patient outcome information reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A service record review was performed and found nothing that would have contributed to the reported complaint. Analysis of the device revealed that the coupler cable assembly was burnt causing high temperatures for the fibers; the coupler lens was dirty. The coupler cable assembly was replaced. The desiccant packs and water fittings were replaced. The resonator was realigned and passed all testing; a new resonator test report was created. Based on the observed coupler cable assembly finding and thorough review of the reported complaint an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber port was overheating and the procedure had to be re-scheduled. There was no patient outcome information reported.